Manufacturer narrative:
Continuation of d10: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10mg per ml at 0.5mg per day via an implantable pump for non-malignant pain. It was reported that the patient had a catheter side port study performed yesterday to confirm catheter patency and also switched the drug and concentration. From there they did not reprime the catheter but instead performed a bridge bolus. Patient reported withdrawal symptoms overnight and came to the office this morning for assessment and resolution. Environmental/external/patient factors that may have led or contributed to the issue included the following: patient also had a refill. A bridge bolus was performed but no priming bolus had been completed, therefore there was a period of time when the patient was not receiving his intrathecal medications. Pump was interrogated and function was confirmed. Actions/interventions taken to resolve the issue included none. Allowing the bridge bolus to complete. Patient reported improvement in symptoms at this time. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 180 lbs and medical history of chronic pain.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the software version was 2.0.1460.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.